Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/30/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. A cartridge not manufactured by abbot medical optics was received with the returned lens. Visual inspection of the lens at 10x microscope magnification was performed and multiple scratches were observed on the optic zone of the returned lens. Considering the condition of the lens a full inspection could not be completed as the lens was cut in two pieces and the lens was scratched. However, no cloudiness was observed on undamaged portions of the lens. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a zcb00 intraocular lens, the physician noticed the lens was opaque in the center and removed the lens. The physician replaced the lens with another zcb00 lens. Iol exchange was performed during the surgery and no vitrectomy was required. Patient is doing well.